Event description:
It was reported that the patient was experiencing pain and that the patients ipg was completely used up and was no longer functioning. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred last two weeks from (B)(6) 2022.